Manufacturer narrative:
Info was rec'd from a distributor who is not required to complete form 3500a. Eval summary: as returned, the device exhibits gouges and scratches all over the provisional, likely from heavy usage over the potential field age of approx 20 months. The device dimensionally analyzed and found to be within specification where measured. A large gouge is present near the rim, consistent with the event described. As described in the package insert, instruments should be inspected and replaced if damage or wear is noted that could compromise the function of the device. Eval: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed. This MDR was identified during an internal review to meet reporting requirements and therefore, is being filed late.

Event description:
It is reported that a big chip in the rim of the liner trial tore a hole in the surgeon's glove.